Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. The customer troubleshot with technical support. Reportedly the customer forgot the plug in the side port after the system leak test and corrected test set up.

Event description:
It was reported that the ventilator was failing pressure accuracy testing. There was no patient involvement.